Event description:
The reporter indicated the surgeon inserted a 12.6mm vticmo12.6 implantable collamer lens in the patient's right eye (od) but the lens broke. The lens remains implanted but will be removed. The lens was the exchange lens, see MFR report (B)(4) for the first lens.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Evaluation codes: method: work order search results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. Claim #: (B)(4). Lens not returned.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received - the lens was explanted on (B)(6) 2015 and was exchanged for another same model lens.